Event description:
Possible overdelivery reported. The pump was reportedly set to infuse meperidine 10mg/ml, patient controlled analgesia dose of 20mg with a 15 minute patient lockout and a 120mg 4 hour limit. When checking the device display, a nurse reports that over a 4 hour period the device recorded delivery of 174.2mg despite a 4 hour limit of 120mg. The pump was switched out and meperidine analgesia was continued. The patient reportedly had severe back discomfort and required a lot of pain medication. No adverse effects were observed. No additional information was available.